Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2 .

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2024. The site of detachment was from connector. The infusion set was in use within twenty-four hours. The blood glucose level was 337 mg/dl and the patient was treated with correction bolus via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. "This MDR is for unknown quantities" no further information was available.

Manufacturer narrative:
Supplemental report 01. (B)(4). MDR 3003442380-2024-36067. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6006024 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code tubing detached from tubing-tubing connector. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional static test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the packing lot 6006024 was manufactured according to the wi version 110 manufactured in the lnset 3, on 14/mar/2024, with a total of (B)(4) units. The gluing tube lot 4c00011 was manufactured according to the wi version 10 manufactured in the line igtl01, on 10/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 03/jun/2025 against malfunction code tubing detached from tubing-tubing connector. And lot 6006024 and no other complaints have been registered in database for the same lot 6006024 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.